Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was reported that the patient was going to have hernia repair surgery, but no further information was provided. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovered or was recovering from the event. No additional information is available.